Event description:
Baxter japan reports "leak from tube at the edge of the occluder feet" of the transfer set. This is noted during use with no pt injury or medical intervention reported by the complaint coordinator.